Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and the following relevant findings were identified: nc 4009322 was opened for batch 71c16l1128 regarding an ars leak in use. The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.